Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer states the brakes assembly is not working on the bed.